Event description:
It was reported by the aci sales professional that a pt had undergone a coronary diagnostic procedure on an unk date. No peri-procedural anticoagulants were administered. The attending physician stated that there was no difficulty during access. Post procedure, the physician, trained to the mynx device, proceeded to use the mynx for femoral arterial closure. Hemostasis was successfully achieved. Seven days post procedure, upon f/u with the physician, the pt was noted to have developed a pseudoaneurysm (psa) at the access site. The pt was given thrombin injection which successfully treated the psa. There is no report of further pt clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot #f0901206) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.